Event description:
I use the replacement machine dreamstation 2 after my previous machine was recalled. Since I have been using my new machine I wake up with congestion and I have a troublesome cough that I can't get rid of. My pulmonary doctor was made aware of this problem. I have used the new machine for a while and this constant problem I believe is from the machine. I've visited my doctors several times for remedies to this congestion and cough but it won't go away. Phillips told me to try and stop using the CPAP machine for two day then go back to it. This did not work because I have to go back to using the machine. Reference report: mw5152132.